Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell onto her pump pocket site causing tenderness and occasional pain. A pocket revision was scheduled for (B)(6) 2013. Drugs delivered via the device were fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the patient experienced pain at the pump pocket. The pump was moved cephalad within the pocket and tilted somewhat on it's "access" secondary to a fall. The device was surgically repositioned and moved 3-4 inches caudad within the pocket.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event resolved without sequelae on (b(6) 2013.